Event description:
Report received from user facility "vent dependent pt. Found pt non-responsive. Trach hooked up to vent. Unable to give manual 02. Vent with multiple alarms on. Tubing not connected to humidifier. Tubing checked previously and was attached. Tubing apparently popped off adapter. Believe tubing became loose due to the amount of moisture from the humidifier." Further info was gained by co's clinical specialist who visited the user facility. Co recieved a report that the user facility were making their own humidifier dryline, by cutting a length of 22mm corrugated tubing from a roll and connecting this tubing directly to the mr370 chamber, without an adapter. The problem they were having was when the chamber and water bath got hot, the dryline piece got hot as well and deformed. The dryline then popped off the humidification chamber when it could no longer hold onto the chamber. The user facility has been informed of the correct set-up procedure-to use tubing with connectors.